Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after deployment of the xience v stent, a dissection was noted at the distal margin of the stented segment. Another stent was used to treat the dissection. No additional event or patient information is available.